Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the patient's pump was not working right. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2016 with the following findings: a review of the pump alarm history showed no alarms related to the complaint. During the investigation, the pump powered on to the verify screen. The keypad was found to be intact and all of the keypad buttons responded appropriately. The pump was exercised for 24 hours and no alarms or warnings occurred. The complaint was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.